Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Manufacturer narrative:
The device was returned to the factory for eval. There was evidence of use clinical use and evidence of blood, no evidence of implantation. The coil was delaminated approx 8mm from one cut end of the graft segment showed no delamination. No other coils were delaminated on the device. A device history record (DHR) was conducted. Since the reported issue was for "unraveled material", the head peel-test results for this batch were reviewed to verify the coils would not unravel early or with less force than requirements specify. The results of the testing were within spec and no non conformity was found. The batch passed final inspection and was released. The condition of the device as found was consistent with the expected condition of the device after the segment is cut to size during preparation for use. The support coils are to be removed as required (2 or 3 turns) to perform the appropriate proximal and distal anastomoses. The support coil was designed so that it can be removed by peeling at a 90" angle. This info can be reviewed in the instructions for use (IFU) on page 5. Based on the condition of the device as found, the reported complaint was confirmed for "unraveled material". (B)(4).

Manufacturer narrative:
The device was returned to the factory for eval. There was evidence of use in a clinical setting and evidence of blood. There was no evidence of implantation. The coil was delaminated approx 8mm from one cut end of the graft segment. The other end of the graft segment showed no delamination. No other coils were delaminated on the device. A device history record (DHR) was conducted. Since the reported issue was for "unraveling material", the bead peel-test results for this batch were reviewed to verify the coils would not unravel early or with less force than requirements specify. The results of the testing were within spec and no non conformity was found. The batch passed final inspection and was released. The condition of the device as found is consistent with the expected condition of the device after the segment is cut to size during preparation for use. The support coils are to be removed as required (2 or 3 turns) to perform the appropriate proximal and distal anastomosis. The support coil is designed so that it can be removed by peeling at a 90" angle. This info can be reviewed in the instructions for use (IFU) on page 5. Based on the condition of the device as found, the reported complaint was confirmed for "unraveled material". The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. This product issue has been investigated in our failure investigation (B)(4) .

Event description:
The hospital reported that during a femoral-poplital bypass procedure, the support rings on the fusion bioline 8mm-80cm supp peripheral were unraveling. The same device was used to complete the procedure. The hospital did not report any patient effects.